Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, and impedance measurements that varied from less than 200 to 400 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead was additionally noted to be exhibiting oversensing and noise. The patient was a participant in the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.